Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-05475.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2019-05475.

Event description:
From additional information received, it was reported that the patient's knee has increased instability due to general usage and decreased ligaments integrity.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-03689. 0001825034-2019-03690. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient is experiencing unknown issue. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.